Event description:
Red status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the 18th september 2013. The device was returned with a reported fault of ¿red status indicator¿. Information from the history log shows the device had failed a manual power on due to a low battery on the 25th november 2018, the user would have been alerted to this with a ¿warning, low battery, device service required¿ prompt and a flashing red status led as per the reported fault. The corrosion and water ingress within the device and pad-pak had resulted in multiple failure modes, including a high current drain which alongside mould and rust within the pad-pak led to the depletion of the returned pad-pak and the device not being able to power on correctly. The corrosion and the evidence of water marks in the lower-case assembly would indicate the device had been stored in the presence of moisture. The user should be advised of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing. There was no patient involved in this event.